Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt was not able to adjust the stimulation. The stimulation was too high and she could not turn it off using the pt programmer. Multiple attempts were made to contact the reporter, but were unsuccessful. Additional info has been requested, but was not available on the date of this report.